Manufacturer narrative:
A.4 and a.5 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that a patient was on impella cp support. While on support, the right groin site was having bleeding and the site was redressed. In addition to adding quick clot and the dressing became saturated within 10-15 minutes. The site was redressed two times. The nurse took the patient for a computed tomography (CT) scan, and with the movement of the patient, bleeding became worse. The site was redressed two more times since return from CT scan. It was noted that the bleeding seemed to be slowing down. Additionally, the partial thromboplastin time increased overnight to 132 and treated with two units of fresh frozen plasma and protamine. Blood cultures came back positive for gram positive cocci in pairs and chains resulting in enterococcus faecalis. A consult for antibiotic treatment was made. Currently on vancomycin & zosyn. There was increasing requirements of levophed, and methylene blue was administered. Ultimately, care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the bleeding from the right groin is unclear from the provided clinical details. The root cause of the injury was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Infection: the root cause of the infection was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.